Manufacturer narrative:
The hill-rom technician found the communication cable was not connected to the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician connected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located at the account on the 7th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).